Event description:
It was reported by a customer that during the middle of a procedure on (B)(6) 2011 the monitor/screen froze and could only operate by using the foot pedal. Per the customer, the procedure was able to be completed. No patient harm was reported.